Event description:
Device has been explanted.

Manufacturer narrative:
Photo analysis of the device: visual analysis of the photographs identified two devices one broken and the other appears to be intact, both without labeling the explanted side.

Event description:
Healthcare professional reported an unknown side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown side rupture. Device status is unknown.